Manufacturer narrative:
The device history record (DHR) of the last three shipments of this plate to the distributor were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. Furthermore, we asked an experienced trauma surgeon for an additional independent opinion. In such fracture type, normally a femur nail is used, which can distribute the load best. Or a longer 4.5mm straight plate with a second neutralisation plate placed ventrally should be used to increase the oscillating area.

Event description:
It was reported that a straight plate 4.5mm 10-hole broke 1 month post-operatively. Original implant date (B)(6) 2019. A revision surgery was performed on an unknown date.